Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by fever, chills and abdominal discomfort. The break in aseptic technique was further described as touch contamination. The patient was hospitalized at the time, but it was unclear if it was for the reported event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported), that they later stated ¿did not work¿ in resolving the peritonitis since there was a recurrence of it. The patient was not hospitalized for the recurrent peritonitis and was treated with intraperitoneal (ip) vancomycin (1.5 gram, every 4 days, 5 doses) and gentamicin (55mg, every 4 days, 5 doses). The patient was retrained on proper aseptic technique. The antibiotics treatment was ongoing along with the pd therapy. The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient was hospitalized for the peritonitis. The patient was treated with vancomycin (1.8 milligrams, intraperitoneal (ip), daily) and moxifloxacin (400 milligrams, orally, 14 days). The patient was discharged from the hospital three days after being admitted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.